Manufacturer narrative:
One fogarty catheter was returned for evaluation without any attached components. Blood was observed on the balloon and windings. The balloon was found to be ruptured and the ruptured edge of the latex was not able to match up. No visible damage to the balloon windings or catheter body was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of ¿balloon rupture¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon on a fogarty arterial embolectomy catheter ruptured while being used for a thrombectomy for a femoral artery-popliteal artery bypass occlusion. This procedure was performed post iliac artery stent placement. The patient&#38112;primary diagnosis are arteriosclerosis obliterans and diabetes. There were two balloons, including this one, that ruptured during this procedure. There were no patient complications reported.